Event description:
It was reported that the patient experienced a vt storm and had received several hv shocks. Review of the episode revealed intermittent undersensing on the ventricular channel. The undersensing was not apparent on the other episodes.